Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor textured gel implants wants to have the devices removed and replaced because they are textured. No explant date has been made available at this time. If additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2020-11777 for contralateral prosthesis report.